Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a manual injection of 15 units, and experienced a blood glucose (bg) level of 46 mg/dl. To treat the low bg, the customer consumed milk and bananas. Recommendation was made to consult with health care provider regarding diabetes management.